Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaint reported from this lot. All available information was investigated and the reported slda was due to challenging patient¿s anatomical condition. The reported recurrent mr was due to the slda. The reported patient effect of mitral valve insufficiency/ regurgitation (mitral regurgitation) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case specific circumstances as patient returned to hospital one week post initial mitraclip procedure. There is no indication of product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and the mr increased. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr) with a grade of 3-4 with posterior prolapse/flail and enlarged atrium/ventricle. Visualization was difficult due to anatomy. One clip was implanted, reducing mr to 1+. On (B)(6) 2021, the patient returned and transthoracic echocardiogram (tte) confirmed the clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 3. The patient was asymptomatic. No treatment was performed and the patient was discharged. Per the physician, the slda was due to the pre-existing patient anatomy. No additional information was provided.